Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device was not visualized and was found in the endometrium/ migration of essure device location of device: endometrium/ the device was discovered to be implanted in her endometrium"), device breakage ("device breakage") and genital haemorrhage ("bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." And medical device monitoring error "only placed an essure coil in the right fallopian tube (left fallopian tube had previously been removed)". The patient's past medical history included ruptured ectopic pregnancy, salpingectomy in (B)(6) 2015 and cervical intraepithelial neoplasia. Concurrent conditions included cervical intraepithelial neoplasia ii since (B)(6) 2016. Concomitant products included alprazolam (xanax) since 2010, anaesthetics (anesthesia) and valaciclovir hydrochloride (valtrex) since 2007. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2016, 1 month 3 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device/ the device came out vaginally/migration of essure device location of device:endometrium/the essure device was not visualized in plaintiffs right fallopian tube during the removal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2017, underwent a robotic-assisted hysterectomy and cystoscopy), surgery (total hysterectomy -removal of residual essure fragments) and surgery (underwent a robotic-assisted hysterectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device breakage, genital haemorrhage, device expulsion and menorrhagia outcome was unknown and the dyspareunia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient's left fallopian tube had previously been removed in 2015. On (B)(6) 2016, underwent an examination under anesthesia. It was intended to be a laparoscopic, robot-assisted right salpingectomy with excision of essure. The essure device was not visualized in plaintiffs right fallopian tube during the removal. On (B)(6) 2017, patient underwent robotic-assisted hysterectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: essure coil in the endometrium. On (B)(6) 2016, device was not visualized. Leep on (B)(6) 2016. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal hemorrhage, menorrhagia, dyspareunia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("device was not visualized and was found in the endometrium/ migration of essure device location of device: endometrium/ the device was discovered to be implanted in her endometrium"), device breakage ("device breakage") and genital haemorrhage ("bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." And medical device monitoring error "only placed an essure coil in the right fallopian tube (left fallopian tube had previously been removed)". The patient's past medical history included ruptured ectopic pregnancy, salpingectomy in (B)(6) 2015 and cervical intraepithelial neoplasia. Concurrent conditions included cervical intraepithelial neoplasia ii since (B)(6) 2016. Concomitant products included alprazolam (xanax) since 2010, anaesthetics (anesthesia) and valaciclovir hydrochloride (valtrex) since 2007. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2016, 1 month 3 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercource)"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device/ the device came out vaginally/migration of essure device location of device:endometrium/the essure device was not visualized in plaintiffs right fallopian tube during the removal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2017,underwent a robotic-assisted hysterectomy and cystoscopy), surgery (total hysterectomy -removal of residual essure fragments). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device breakage, genital haemorrhage, device expulsion and menorrhagia outcome was unknown and the dyspareunia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: patient's left fallopian tube had previously been removed in 2015. On (B)(6) 2016, underwent an examination under anesthesia. It was intended to be a laparoscopic, robot-assisted right salpingectomy with excision of essure. The essure device was not visualized in plaintiffs right fallopian tube during the removal. On (B)(6) 2017, patient underwent robotic-assisted hysterectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: essure coil in the endometrium. On (B)(6) 2016, device was not visualized. Leep on (B)(6) 2016. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal hemorrhage, menorrhagia, dyspareunia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received - reporter information added, patient information updated. Events menorrhagia, device breakage, expulsion of essure device, abdominal pain, device monitoring procedure not performed, added. Medical history, concomitant disease added, concomitant drug added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("device was not visualized and was found in the endometrium") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "only placed an essure coil in the right fallopian tube (left fallopian tube had previously been removed)". Concomitant products included anaesthetics (anesthesia). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2017, patient underwent a robotic-assisted hysterectomy and cystoscopy. At the time of the report, the embedded device, genital haemorrhage, dyspareunia and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient's left fallopian tube had previously been removed in 2015. On (B)(6) 2016, underwent an examination under anesthesia. It was intended to be a laparoscopic, robot-assisted right salpingectomy with excision of essure. On (B)(6) 2017, patient underwent robotic-assisted hysterectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: essure coil in the endometrium . On (B)(6) 2016, device was not visualized. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.